Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display or moisture damage on electronic assembly or motor noted. Insulin pump had a cracked display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump display is frozen. The blood glucose reading was 180 mg/dl. Prior to the event, the customer pushed a key and the screen became frozen. The unit may have been exposed to some moisture due to a crack in the top scroll button. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.